Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was received: after investigation, the patient was a 60-year-old male who underwent coronary artery bypass surgery in (B)(6) hospital, on (B)(6) 2024. The operator used the suture (epm8733) to perform the coronary artery anastomosis in a continuous sewing manner during surgery. The suture broke during the sewing. The operator immediately replaced a new suture (with specific product information unknown) to continue the sewing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 12/20/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: were there any patient consequences? --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6)2024 and suture was used. During the surgery, when suturing on the patient the suture broke without obvious tension, affecting the progress of the surgery and the safety of the patient. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested